Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v319534, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that the implantable neurostimulator (ins) lasted for a year and then did not recharge; the patient wanted the device removed. Additional information received from the consumer on (B)(6) 2015 reported that the device only worked for a year. They never returned to the health care professional (hcp) to have the device checked so there was no way to know what the cause of the device not working was. The patient's husband did not know exactly when it stopped working and thought that the patient programmer was used to recharge the device. The patient had not sought further medical attention regarding the device. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.